Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that the on-switch of the digital detector can no longer be operated properly. The device was in clinical use and there was no patient or user harm. The remote service engineer (rse) performed analysis and concluded that detector had been dropped, resulting in a defective switch-on unit. The detector was still functional, but it was difficult to switch on. The switch unit of the skyplate detector was replaced, and the system was returned to clinical use. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the on-switch of the digital detector can no longer be operated properly. The device was in clinical use and there was no patient or user harm.